Manufacturer narrative:
The reported issue that that there was an overfill of ivig medication could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. No device history search was performed since no source device serial number was reported by the customer. A review of the october 2020 complaint review board (crb) did not find an increasing trend for the reported issue of "overfill or overinfusion'. Based on the crb review and the limited information provided no further investigation actions will be performed.

Event description:
It was reported from the dallas spu that there was an overfill of ivig medication. The pharmacy manager indicated that an overfill of this magnitude would not be applicable due to information from the manufacturer. The device was manually programmed to infuse ivig, so the facility biomed thought that this may be the issue, however the device was not identified nor was it sequestered. It will be difficult to determine actual cause of issue, however the facility biomed thought that the failure could have possibly been caused by a broken element on the pump module platen or the volume in ivig medication bag and pump did not match. Since the devices were not sequestered they are unable to know for certain.

Manufacturer narrative:
Additional information added to: revised patient code (h6).

Event description:
It was reported from the dallas spu that there was an overfill of ivig medication. The pharmacy manager indicated that an overfill of this magnitude would not be applicable due to information from the manufacturer. The device was manually programmed to infuse ivig, so the facility biomed thought that this may be the issue, however the device was not identified nor was it sequestered. It will be difficult to determine actual cause of issue, however the facility biomed thought that the failure could have possibly been caused by a broken element on the pump module platen or the volume in ivig medication bag and pump did not match. Since the devices were not sequestered they are unable to know for certain.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was an overfill of medication. Pharm manager indicates that overfill of this magnitude would not be applicable due to information from manufacturer. Pump was manually programmed so may be an issue, but pump not identified nor was it sequestered. It will be difficult to determine actual cause of issue. May be broken element on pump module platen or volume in bag and pump don't match, however, since pump is unidentified, unable to know for certain. There were no adverse consequences to the patient reported.